Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the procedure, the pressure was fluctuating up and down. The catheter was removed after four minutes when the machine stopped. There was no hole noted in the balloon at the time it was removed. In addition, no fluid deficit was noted when the (B)(4) was extracted. The procedure was completed using a second catheter. The patient returned to the office on (B)(6) 2011 with a fever of 101 degrees f. On exam, the patient and (B)(6) uterus was slightly tender. The patient was diagnosed with an infection and prescribed doxycycline 100mg for ten days.

Manufacturer narrative:
(B)(4). The actual device involved in the event was returned for evaluation. During the evaluation, the catheter was found to have a hole in the balloon. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00783. The same patient is represented in each medwatch.